Event description:
It was reported that the patient presented at the emergency room and it was found that the elective replacement indicator had triggered possibly due to premature battery depletion. It was also reported that the patient was feeling "brady-tachy symptoms" and had low blood pressure. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.